Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2020, the patient was hospitalized for covid-19 complications. During the hospitalization, the j-tube was pulled out for an unknown reason. During the initial surgery in (B)(6) 2020, the physician discovered that the j-tube was embedded in the small intestine and colon. On (B)(6) 2020, the patient had a continuation surgical procedure to replace the j-tube, and the duopa infusion has resumed.